Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient also has a defibrillator. The rep met with the patient at the same time they met with the cardiac rehab representative and the rep went to program the device and monitored the patient's heart. There was no interference with the devices. The rep stated that a different rep went to the patient's post-operative appointment at the hospital and said that the patient is doing well.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was implanted with the ins on (B)(6) 2017. After the surgery, patient had a cardiac event and were taken to ER/hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.